Manufacturer narrative:
Despite requests, either precise information about the incident nor x-ray pictures are available for analysis. Batch history review: the manufacturing file of the involved batch was reviewed. The batch is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of vena cava filters sold since april 2013. Investigation: despite requests, either precise information about the incident nor x-ray pictures are available for analysis. Consequently no thorough investigation can be performed. No conclusion can be drawn. B braun medical (B)(4) has provided all the information currently available. In spite of all reasonable efforts being made to obtain further information, at this time we have not met with success. B braun medical (B)(4) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation.

Event description:
On (B)(6) 2005, patient was implanted with the lp filter. On (B)(6) 2016, patient underwent an x-ray of the chest which demonstrated that the filter at l2/l3 level, nose/cone tilted toward left, filter appears deformed, left struts are compressed and right struts are separated.